Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, the sheath was having large amounts of air inside despite frequent aspiration. The fluid connections were checked. Finally, the sheath was replaced to ensure patient safety. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, the sheath was having large amounts of air inside despite frequent aspiration. The fluid connections were checked. Finally, the sheath was replaced to ensure patient safety. The procedure was completed successfully without patient complications. The device is expected to be returned.